Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after implant, the pt's surgical wound at the pocket site did not properly heal, and as a result, the device's catheter was reported to be "coming out of the skin." A "steri-strip" was placed over the non-healed wound and the pt was transported to another medical ctr, where his device was explanted. It was stated the pt "had been responding well to the medication." The pt was "in the process of recovery," with "no further adverse sequelae noted" at the time of this report. The medication being delivered via the device was lioresal, 500 mcg/ml at 125 mg/day. Additional info has been requested, a f/u report will be sent if additional info becomes available.